Event description:
Two (2) separate fogarty balloons with the same lot number not working. Fogarty balloon either will not inflate or is hard to inflate and will not deflate. First one we used was used in patient and was promptly removed when problem discovered without any harm to patient. Second device was bench tested and performed in the same manner. Pt code: 4582. Device codes: 1310, 4060, 3023. Reference report: mw5178593.